Manufacturer narrative:
Device was used for treatment, not diagnosis. Jones, c. Sietsema, d., ringler, j., endres, t., hoffmann, m. (2013) results of anterior-inferior 2.7-mm dynamic compression plate fixation of midshaft clavicular fractures. J orthop trauma 27(3):126-129. This report is for an unknown dynamic compression plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: results of anterior-inferior 2.7-mm dynamic compression plate fixation of midshaft clavicular fractures. Jones, c. Sietsema, d., ringler, j., endres, t., hoffmann, m. (2013) results of anterior-inferior 2.7-mm dynamic compression plate fixation of midshaft clavicular fractures. J orthop trauma 27(3):126-129. This was a retrospective review of clavicle fractures between (B)(6) 1998 and (B)(6) 2005. One hundred twenty-nine fractures (87 males and 42 females) were treated with open reduction internal fixation (orif) using an anterior-inferior approach and a 2.7mm dynamic compression plate (dcp; synthes). Postoperative complications included 3 deep wound infections requiring operative debridements, 5 nonunions, and 4 cases of implant prominence requiring removal in 3 cases. All 5 of the nonunions were successfully treated with revision orif using longer 2.7-mm plates and autografting as needed. This report is 1 of 1 for complaint (B)(4). This report is for an unknown dynamic compression plate. A copy of the journal article is being submitted with this medwatch.